Event description:
Patient admitted in cardiogenic shock and taken to cardiac cath lab. Patient had iabp placed. Nurse noted blood coming out of the in-line. Cardiologist made aware along with CT surgery. Cts pa removed same.